Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was not available. Customer state pump was not exposed to moisture or buttons held for three minutes advised customer insulin pump will be replaced. No further information was reported

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube lip, minor scratched and cracked display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.